Manufacturer narrative:
Patient information is not available for reporting. Other device product code used: lxh. Device is an instrument and is not implanted / explanted. Device history record review was completed for part # 03.812.003, lot 9706535, manufacturing location: (B)(4), manufacturing date: jan 19, 2016. No non conformance reportss were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during transforaminal lumbar interbody fusion (tlif) procedure on (B)(6) 2016 for l3-l4, the tip unthreaded broke from the inner shaft of the inserter itself after removing it from the spacer. All broken fragments were retrieved. Two (2) screws were also implanted at l3. In addition, four new (4) screws was also implanted at l4-l5 and construct was extended with two (2) rods. Originally patient had lumbar fusion procedure for l4-l5 on an unknown date. Post-operatively due to adjacent level degeneration, a revision was performed on (B)(6) 2016 to explant four (4) intact competitor screws. Procedure was successfully completed with five (5) minutes surgical delay. Patient status/outcome was reported as stable after the procedure. Concomitant medical products: part: unknown competitor screws, lot#unknown, quantity (4); part: unknown applicator handle, lot#unknown, quantity (1); part: unknown applicator knob, lot#unknown, quantity (1); part: unknown t-pal spacer, lot#unknown, quantity (1); part: unknown rods, lot#unknown, quantity (2). This report is for one (1) t-pal spacer applicator inner shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. It was reported that during a transforaminal lumber interbody fusion (tlif) procedure at l3-l4, the tip of the inserter broke during spacer insertion. The procedure was able to be completed successfully after a five minute surgical delay. The returned applicator inner shaft (03.812.003 lot 9706535) was examined and the distal forks were found to be bent. No definitive root cause was able to be determined however, the observed condition of the returned instrument is typically associated with difficulty releasing an implant during insertion; as such a root cause related to surgical technique is most likely. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.